Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lap appendectomy. According to the reporter: the instrument jaws locked on tissue and had to be forced open during the case. Another device was applied to resect the instrument.